Manufacturer narrative:
(B)(4). Method - device history record reviewed for ncmr and CAPA. Actual device involved in incident was evaluated. Result - customer complaint could not be confirmed. Conclusion - no conclusion can be drawn. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports lower than expected act-lr results during catheterization procedure with hemochron jr. Signature plus system. Customer reported "act in low 200s." A second psig was brought in, sample was run and generated expected results. Procedure was completed without complications. Liquid quality controls were acceptable on both instruments.